Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial tachycardia procedure, air aspirated from the sheath. The sheath was inserted into the left atrium. Near the end of the procedure, when attempting to perform an air flush of the sheath, air was aspirated. Aspiration was performed several times from the side port; however, the air could not be fully removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.